Manufacturer narrative:
Submitted: 07-may-2019. The pump has been returned and evaluated by product analysis on 26-may-2017 with the following findings: device evaluation: on investigation, the cartridge compartment was noted to be cracked.

Event description:
The pump was returned for investigation. Investigation revealed a case/condition issue. This report is made based on results of investigation completed on 26-may-2017.